Manufacturer narrative:
(B)(4). The device will not be returned for analysis, as the device has been discarded; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-01317.

Event description:
It was reported that the patient underwent a revision procedure of the right hip approximately one month post implantation due to subsidence of the femoral stem after limb length discrepancy was noted. During revision, a crack in the upper femoral shaft and the greater trochanter developed. These were repaired and final components were replaced without further complication. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d4, g3, g6, h2, h3, h4, h6, h10 h6: component code: mechanical (g04) - stem medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues: post-op follow-up right hip 1 inch short, good position with stem subsidence. Greater trochanter appeared a bit flimsy, bone quality moderately osteopenic, stem subsided and loose. No further complications were noted. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.